Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure, however, the error was confirmed to have occurred via system logs. The arm was installed onto the system and powered up. Sine cycle and test drive were performed without any issues. Tests performed via matlab passed. Axis 2 motor, pot and motor cable will be replaced as a precaution for the field reported error. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the system generated a 23013 error fault when the customer was trying to install an endoscope. The customer tried to recover the fault many times with no resolution. An intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to emergency power off (epo) the system, but the error persisted. The tse reviewed the system logs and noted that the error was pointing to the endoscopic camera manipulator (ecm) axis 2. At the time, the surgeon made the decision to abort the procedure. There was no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter on 05/20/2019 and obtained the following additional information: the reporter stated the issue began when they were attempting to dock the patient side cart (psc) to the patient. The system was inspected prior to use and there were no issues noted during the set up of the system. Due to the issue with the ecm, the reporter clarified that the surgeon made the decision to convert to a laparoscopic procedure which then was converted to an open procedure. The patient tolerated the open procedure fine with no reported complications. An isi field service engineer (fse) was dispatched to the facility. The fse was able to replicate the error by moving the ecm pitch back and forth. The ecm was replaced to correct the reported problem. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.